Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (value not provided). The cause was not provided, however customer did not allege any pump issues. The customer declined to provide additional information regarding the issue.